Manufacturer narrative:
The harmonic ace curved shears insert was returned and evaluated. Per the customer reported complaint, harmonic insert failed functional testing. Failure analysis investigation also found a crack in the blade, which would result in a failed generator self test. The crack was perpendicular to the blade, located on the outer blade edge. The crack measured approximately .155 below the distal tip. A gouge that was parallel to the blade was also observed on the outer edge, and may lead to cracking if further energy is applied. It was concluded that the crack damage was likely due to mishandling/misuse.

Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, a harmonic ace curved shears insert was being used when the operating room staff received a warning to remove the instrument from the patient, clean the tips, tighten the handpiece, and re-test. A blade error notification then displayed on screen and advised to get a new insert. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.